Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead, exhibited over-sensed noise due to electromagnetic interference (emi). A technical service (ts) consultant reviewed device data, noting the noise is seen at the same time every night. The physician advised this is due to the patient using a vibrating plate on his leg at the same time as the events. Ts advised to discontinue using product due to emi interference. The device remains implanted. No adverse patient effects were reported.